Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the surgeon side console (ssc) high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/replicated the reported issue and found the monitor to deliver no video signal due to an electrical/fiberoptic defect. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
Isi has received the ssc hrsv monitor for evaluation, but has not yet completed failure analysis investigations. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the ssc hrsv monitor has been evaluated and/or if additional information is received. This complaint is being reported based on the following conclusion: an essential component of the da vinci system was unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no video in the left monitor of a surgeon side console's (ssc) high resolution stereo viewer (hrsv). The customer power cycled the system via its circuit breakers with no change to the reported issue. The customer indicated that they had a dual ssc setup. The procedure was completed with another ssc and there was no patient harm, adverse outcome, or injury reported. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the facility and replaced the ssc hrsv monitor to resolve the issue.